Manufacturer narrative:
The autopulse lithium ion battery (sn (B)(4)) was received with no physical damage and four green leds illuminated on the battery status indicator. The battery was functionally tested by inserting in a known good autopulse platform. During testing, the customer reported event of the platform displaying a "replace battery" message was reproduced, confirming the reported event. Following this, the battery was inserted in a good known reference autopulse multi chemistry charger (mcc). After ensuring that the battery successfully completed the testing and charging cycle in the mcc, the battery was again tested in a platform without any further issue observed. Review of the archive data revealed that the battery was last successfully charged in the autopulse multi chemistry charger (mcc) on (B)(6) 2017 and last inserted in the autopulse platform on (B)(6) 2017. From (B)(6) 2017, the archive data recorded nine mcc charging cancellations. Based on the evaluation, a likely cause for the reported event is attributed to user error. The autopulse power system user guide states that "a test-cycle can take up to 10 hours. Never interrupt a test-cycle by removing the battery from the charger. A battery that initially fails a test-cycle will automatically undergo additional test-cycles. Up to three test-cycles may be performed until the battery is considered to have failed (red led)."

Event description:
As reported, during routine testing, the autopulse li-ion battery (sn (B)(4)) was inserted in the autopulse platform and the platform displayed a "replace battery" message. The battery status indicator had all leds illuminated (fully charged) prior to the platform insertion. No patient was involved with this event. Following the event, the user tested the battery in an autopulse multi chemistry charger (mcc) and the battery was able to successfully charge. The platform was also tested using another battery and operated as intended without any issue.